Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed electrical test fails code#52 message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive transducer. Subsequently, and unrelated to the reported issue, the iabp unit then generated a maintenance required code#1. The fse then replaced the front end board and noted that the alarm disappeared. The fse did note that the readings of the atmospheric pressure and x1 shuttle pressure were out of range and needed to be calibrated. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance performed by the biomed, the cs300 intra-aortic balloon pump (iabp) showed electrical test fails code#52 message. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected field: h6 (health effect ¿ impact codes). Additional information: e1 (event site state: (B)(6).

Event description:
N/a.